Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the foreign material was unable to be identified and deviation from instruction for use (IFU) are unknown. However, the cause of the event is likely due to insufficient or inadequate reprocessing. Therefore, the root cause of the reported event is unable to be determined. If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.

Event description:
Dropped for (B)(4) closure. This is a customer inquiry received on 05-mar-2025 by olympus japan from (B)(4) located in japan reported by (B)(6). The inquiry has been initially received in japanese. According to the reporter, on (B)(6) 2025, the following issue occurred: angulation down. Reportedly, this issue involves the following olympus product gif-1200n. According to the available information, this issue did not cause or contribute to a positive test culture, (suspected) infection, death; did not occur during a procedure. The reporter stated that the device is expected to be returned. Reportedly, a customer letter is not requested. Translation of updates from local source systems done by (B)(4) fluent in english and japanese on 10-mar-2025.

Manufacturer narrative:
This report is being supplemented to provide a correction to b5 of the initial report.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material in the air/ water nozzle. There was no patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental is to provide a correction to the previously submitted manufacturing date. Corrected: h4.

Manufacturer narrative:
Correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was 07/10/2025.

Event description:
No additional information received from customer.